Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the apex leading to elevated thresholds and a pericardial effusion. As a result, a pericardiocentesis was performed on the patient and the rv lead was repositioned. No additional adverse patient effects were reported.